Event description:
It was reported that the user awoke to find the cartridge and connector detached from the ilet, then inadvertently performed a rewind during reinsertion, leading the pump to register an empty cartridge and resulting in no insulin delivery until a guided supply change was completed; blood glucose was elevated at 400 mg/dl. Investigation included troubleshooting and user education to restore therapy. Investigation of this case revealed user-handling issues resulting in interrupted insulin delivery, with device functionality restored after proper setup. No clinical symptoms associated with hyperglycemia reported. Outcomes included transient blood glucose impact and missed dose without hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.